Event description:
Reportable based on device analysis completed on 15sep2023. It was reported that crossing difficulties occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion due to angulation. The procedure was completed with another of same device. There were no complications reported and the patient condition was good. However, returned device analysis revealed a hypotube shaft break at 41cm distal to the distal end of the strain relief.

Manufacturer narrative:
The device was returned to the cis for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the hypotube found a break at 41cm distal to the distal end of the strain relief. Additionally, multiple hyptoube kinks were identified along the length of the hypotube shaft. No other device issues were identified during returned product analysis.